Manufacturer narrative:
The device has been received by depuy synthes power tools.  The investigation is still in process.  When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a "cracked gauge". The device was not being used in surgery. It is unknown if any injuries or medical intervention occurred. No additional information was provided.